Manufacturer narrative:
The patients' demographics such as age, date of birth, sex, weight, ethnicity and race were not supplied. The beckman coulter field service engineer (fse) inspected the instrument and found micro bubbles in the wash pump. If air is allowed into the system, bubbles can be created which could then be dispensed through the dispense probes, compromising vessel washing capability. Without proper washing, rlu (relative light unit) recovery would be falsely elevated, which could cause erroneous elevated results for sandwich assays such as access accutni+3. The fse replaced the wash valve seal, rotor, and stator. The incubator track and wash wheel were cleaned. After the service activities were performed, the fse primed the instrument and verified that there were no bubbles in the wash pump. System check and quality control were completed with all results within specification. In conclusion, there is sufficient evidence to suggest the cause of the erroneous access accutni+3 results is due to a hardware malfunction of the wash valve assembly.

Event description:
The customer reported obtaining erroneous troponin I (access accutni+3) results for several patient samples on the laboratory's access 2 immunoassay system (serial (B)(4)). The customer could only provide one example. The initial access accutni+3 result was 3.42 ng/ml. This is above the normal reference range of the assay of less than 0.04 ng/ml. This result was reported outside the laboratory and the patient was treated for a positive troponin result. The customer could not provide details on the treatment. The sample was reanalyzed on the laboratory's unicel dxc 600i synchron access clinical system (serial number was not supplied) and recovered with an access accutni+3 result of 0.07 ng/ml. There was no change to treatment reported for the other erroneous patient results. The customer reported receiving wash valve/pump motion error messages on the instrument for several days. Quality control (qc) was within specification before and after the event. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.